Manufacturer narrative:
Complaint conclusion: as reported, the advancer tube of a 5f mynxgrip vascular closure device (vcd) did not deploy and was not visible. Hemostasis was achieved through manual compression. There was no reported patient injury. A 5f unknown sheath was used. The femoral artery¿s suitability was verified on angiography including the insertion angel of the 5f unknown vascular sheath introducer, with the vessel diameter confirmed to be greater than or equal to 5 mm. The user shuttled down completely without significant resistance or unusual force applied when retracting the 5f unknown sheath. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was trained on the device. Additional information was requested but not provided. A non-sterile "mynxgrip¿ vascular closure device" 5f was returned for investigation. Visual inspection of the returned device showed that the shuttle was engaged with the black handle and the stopcock was in the open position. The sealant sleeve was fixed in the proximal area of the catheter, displaced by the catheter sheath introducer (csi). The sealant and advancer tube were in their manufactured positions, indicating that the shuttle was not advanced all the way into the procedural sheath. The syringe was connected to the luer hub. The catheter was fully inserted into a cordis 5f csi. The unit did not present any damages. No other outstanding details were observed. Per functional analysis, a simulated shuttle advancement test was performed on the non-sterile device as indicated in the instructions for use (IFU). The sleeve was set back to it manufactured position. The returned device performed as intended, deploying the sealant as expected. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not confirmed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the sealant and advancer tube were still in their manufactured positions. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue noted. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle (even though the user reportedly shuttled down completely). According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the advancer tube of a 5f mynxgrip vascular closure device (vcd) did not deploy and was not visible. Hemostasis was achieved through manual compression. There was no reported patient injury. A 5f unknown sheath was used. The femoral artery¿s suitability was verified on angiography including the insertion angel of the 5f unknown vascular sheath introducer, with the vessel diameter confirmed to be greater than or equal to 5 mm. The user shuttled down completely without significant resistance or unusual force applied when retracting the 5f unknown sheath. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was trained on the device. Additional information was requested but not provided. The device will be returned for evaluation.